Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf patient code e2114 captures the reportable event of duodenal perforation. Imdrf impact code f08 captures the patient's hospital admission as a result of the adverse event.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was implanted to treat a duodenal obstruction in the duodenal third portion during a duodenal stent procedure performed on (B)(6) 2025. On (B)(6) 2025, the patient was admitted to the emergency department, where a duodenal perforation was diagnosed. On (B)(6) 2025, the patient was informed of the complication. The exact cause and clinical details of the perforation remain undetermined. No additional adverse patient effects were reported.